Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the (B)(6) patient developed a skin irritation under the lifevest. The patient was under medical care in the hospital at the time of the reported skin condition. It was reported that the patient had developed peeling skin under the ECG electrodes, redness due to compression of the ecgs and cord, itchiness, and a pressure ulcer on the lower left side of the scapula. It was reported that there was liquid coming out of the skin and the garment was stuck to the skin. While in the hospital, a sheet-type film-forming agent (duoactiveet) was used for the pressure sore, and film-forming agent (cavilon) was used for the itching on the site contacting the ECG electrodes. A physician checked the sites and it was reported that they were gradually improving. It was also reported that the patient was not bedridden but had spent a long time in bed.